Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that shortly after plugging in the pump to charge, a malfunction alarm occurred. There was no patient involvement as the customer was using manual injections for insulin therapy at the time of the event. Reportedly, the customer would continue to use manual injections for insulin therapy.